Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed via information obtained by the user facility, however, the device was not returned for inspection/evaluation. A further cause of the reported event could not be established from the information obtained. As a result of confirming the instruction manual, a description about the phenomena was noted, as below: instructions visera cysto-nephro videoscope olympus cyf type v2 olympus cyf type va2 olympus cyf type v2r chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope was sterilized without the cap and the scope blew up. The issue occurred during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.